Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve appeared slightly distorted; oval shaped. All leaflets appeared slightly stiff but flexible. Two perforations were observed in the right cusp along the margin of attachment, associated with contact with the base stitching. Restricted leaflet movement associated with adhered host tissue may have contributed to leaflet contact along the base stitching. A small area of leaflet tissue extended over a section of the tissue and base stitching. Tears on the tunica of the non-coronary cusp along the inflow margin of attachment were determined to be due to the removal of host tissue during explant. Tissue degeneration was observed in the septal shelf or muscle bar on the right cusp. All commissures were intact. Traces of pannus were observed on the inflow and outflow. An unknown amount of pannus appeared to have been removed on the inflow and outflow during the explant. Radiography showed no evidence of mineralization in the valve. (B)(4).

Event description:
Medtronic received information that twenty-five (25) months post implant of this mitral bioprosthetic valve, an echocardiogram indicated transvalvular mitral regurgitation. The valve was explanted and replaced with a non-medtronic bovine tissue valve. Testing was negative for endocarditis. No other adverse patient effects were reported.

Manufacturer narrative:
The product has been returned and continues to undergo evaluation. At the conclusion of the evaluation, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: echocardiogram (echo) images were requested but have not been received. Histopathology confirmed the analysis results were consistent with collagen degeneration and thinning of the right coronary (rc) leaflet with complete tearing of the leaflet at the base attachment. Host fibrin and inflammation were present on all of the leaflets, likely secondary to the leaflet degeneration and tearing. In addition, collagen degeneration was present in the left coronary (lc) and non-coronary (nc) leaflets, but to a lesser degree than the rc leaflet. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The conclusive root cause of the tear cannot be determined. In addition, the regurgitation was reported as central regurgitation which is not necessarily consistent with the location of the tears. Medtronic will continue to monitor field performance for similar events should they occur. A supplemental report will be filed should additional information or echo images be received. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.